Manufacturer narrative:
Review of complaint activity did not identify any adverse or non-statistical trends for the architect ca 19-9xr assay. An increase in complaint activity was not identified for falsely elevated results with reagent lot 88032m800. The customer's instrument logs were reviewed. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred while processing the initial result. Using world wide field data the historical performance of reagent lot 88032m800 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the lot was within the established control limits. Therefore, no unusual reagent lot performance was identified. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 19-9xr assay was identified. Patient identifier: complete entry is (B)(6) section a. Patient information: no further patient information was provided.

Event description:
The customer reported a false elevated ca125 result when processing on the architect i1000sr. Sample ID (B)(6) generated an initial result was 591.0 u/ml. At an alternate lab the patient received results of 5.0 and 6.0 u/ml on cmia method (assay unknown). The customer recollected the sample and the results were 6.1 and 6.2 u/ml. Using a different lot, the following results were generated: 6.1, 5.7, 5.6 and 6.0 u/ml. No impact to patient management was reported.

Manufacturer narrative:
The initial manufacturer report was inadvertently submitted with an incorrect assay name (architect ca 19-9xr) documented. The correct assay name is architect ca 125 ii. There are no further updates or changes.